Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was noted that the device was in back-up mode and was confirmed when the patient went to the clinic. The pacemaker was explanted. The patient was in stable condition.